Event description:
It was reported that prior to implant, the device battery voltage was checked as the product was close to the expiration date. The battery voltage was lower than expected. The device was not implanted. There was no patient involvement in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.